Event description:
Attorney for a pt claims that she was burned as a result of hot water being poured on her during a surgical procedure. It is alleged the fluid/solution has been heated in a warming cabinet.